Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm volbella® xc in the lips and marionette lines. 2.5 months later, patient experienced ¿swelling/edema¿ at the injection site. Patient also experienced the event of "rash on face and chest"; this event is not related to the device. Patient is being treated with ¿doxycycline¿, ¿cetirizine", "celestone", and ¿prednisone." Event has resolved.